Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, the device battery data was unable to be interrogated. It was noted that the device appeared to be pacing as programmed. The device was later interrogated and it was observed that there were no alerts for eri, even though eri was anticipated at the time of the follow-up. The device was explanted and replaced.

Event description:
New information received indicates that the patient was in good condition post-procedure.

Manufacturer narrative:
The reported field event of an inability to communicate with the device and a battery anomaly was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported inability to communicate with the device and battery anomaly could not be determined.